Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 95 to 125 mg/dl. Customer feels well and observed no symptoms besides shoulder hurting. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Verified storage of product is within instructed spec. Test strip lot manufacturer's expiration date is 01/30/2018 and open vial date is week of (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 194 mg/dl, (B)(6) 2015, 07:36 am; 2: 306 mg/dl, (B)(6) 2015, 07:35 am; 3: 205 mg/dl, (B)(6) 2015, 04:46 pm; 4: 197 mg/dl, (B)(6) 2015, 04:19 am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.